Event description:
As reported: physician had a very hard time advancing the bypass tube into the valve on the sheath. He was only able to advance it half way in. Completed procedure with this device. No intervention or harm to patient reported.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an undisclosed procedure, an 18f manta was planned for closure. The physician encountered severe resistance attempting to advance the bypass tube through the hemostatic valve of the manta sheath. After multiple attempts, the physician was only able to advance the bypass tube halfway. The proctor advised the physician to advance the manta closure down and two clicks were heard. The IFU states in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.